Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm was found in the formatted history file due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 3.5 mmol/l at the time of the incident. Customer stated that the hardware low level failure alarm was reoccurred. The insulin pump will be returned for analysis.